Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin and failed to complete the air removal step for the cartridge. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days and to follow the proper steps for air removal. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 458 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged on (B)(6) 2026.